Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; write to locked ram caused a power on reset on (B)(4) 2011 at address 12 33. Por severity: low. The device should be able to fully recover after the reset. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the device experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.